Event description:
Event description cpi received information that the rate sense portion of this transvenous defibrillation lead was removed from service due to oversensing and inappropriate therapy. During the procedure it was noted that the laed was broken in three places between the pace sense connector and yoke.